Event description:
The lamp head and cardanic reporteldy dislodged from the spring arm suspension and fell during a case. The lamp head reportedly was at the foot end of the table, deflected by or staff, adn struck pt around the ankle. A minor abrasion was reported.ni